Event description:
It was reported the pt "did not feel well"; felt extra tired, and had not been able to get as much relief/rest as before. The pt had her pump replaced due to battery end of life and was not sure if that had anything to do with how she felt. The pt reported no changes with her spasticity, although she had a refill two weeks sooner than normal with the same drug concentration. The drug in the pump was lioresal. The new pump placed in same pocket as old pump. Blood had built up in the pocket making the area sore and swollen. The hcp drained the blood from the area and recommended the pt take antibiotics. No further outcome was reported.